Event description:
Customer reported hospitalization in december, stomach virus. Customer stated that the insulin pump was not delivering the correct amount of insulin. The current blood glucose reading is 287 mg/dl. Customer treated with manual injection. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, excessive no delivery and displacement tests. The insulin pump was received in with a cracked case at the display window, cracked reservoir tube, broken battery tube threads and scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.